Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and informed the customer the hardware and assay were performing properly when the samples were tested. Customer confirmed a new aliquot was taken from the primary tube as the "perkin elmer combo assay" performed at the other testing site cannot run on the aptima sample tubes. The customer will not amend any results as they are satisfied the panther and sars tma assay were performing properly.

Event description:
Customer reported they have a positive sars-cov-2 test result from worklist ID 000488-20211003-03 using master lot 295582 on the panther instrument sn (B)(4). However, the sample was sent to another testing site and came back with a negative result. Customer confirmed a new aliquot was taken from the primary tube as the "perkin elmer combo assay" performed at the other testing site cannot run on the aptima sample tubes.